Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the dark image. The issue was found during reprocessing of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g4, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundles are broken, and yellowed, light guide cover glass is severely chipped, and insertion part is dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide bundles are broken and yellowed, causing the image to be dark. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.